Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 20.2-20.7cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of low sensing. (B)(4).

Event description:
It was reported that during device interrogation, low sensing issue was observed on the ra lead. Upon lead revision, insulation damage was observed. Lead was explanted and a new lead was implanted. Lead measurements after the implant were fine. Patient was stable.